Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected. Boston scientific technical services (ts) discussed this icm device should be returned for analysis. Additional information from boston scientific field representative provided this icm device was explanted and replaced with a new one due to the reported issue. No adverse patient effects were reported. This icm device has not been returned.

Manufacturer narrative:
Product return has been requested to the local area sales representative. As of today, no information has been received. Should additional information become available, an updated report will be provided.

Manufacturer narrative:
This insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. A review of device memory found low voltage measurements. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected. Boston scientific technical services (ts) discussed this icm device should be returned for analysis. Additional information from boston scientific field representative provided this icm device was explanted and replaced with a new one due to the reported issue. No adverse patient effects were reported. This icm device has been returned, and analysis has been completed.